Event description:
Caller reported a negative result on pt's urine when initially tested at mid-night. The physician requested that another sample be run which tested positive. The first urine sample was then tested again and this time gave a positive result. Pt's last menstrual period unk.

Manufacturer narrative:
Investigation pending.